Event description:
It was reported that after completion of a secondary ampicillin infusion, the primary lactated ringers (lr) line began to free flow when the primary bag was returned to its normal height on (B)(6) 2026 at approximately 1430. Although the pump module remained programmed to deliver 125ml/hr, the rn observed the drip chamber running at what appeared to be a bolus rate. The registered nurse (rn) paused the pump, but the fluid continued to run rapidly; closing the slide clamp and roller clamp did not stop the flow. The infusion only stopped when the rn manually pinched the tubing (bd alaris 2426-007), after which the rn taped the line closed and discontinued both primary and secondary sets. During troubleshooting, lr appeared to backflow into the secondary bag. All involved tubing, the pump channel, and the pump brain were removed from service, bagged, and isolated for investigation. Unit leadership and hospital supervisors were notified, and a safety event report was initiated. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that after completion of a secondary ampicillin infusion, the primary lactated ringers (lr) line began to free flow when the primary bag was returned to its normal height on (B)(6) 2026 at approximately 1430. Although the pump module remained programmed to deliver 125ml/hr, the rn observed the drip chamber running at what appeared to be a bolus rate. The registered nurse (rn) paused the pump, but the fluid continued to run rapidly; closing the slide clamp and roller clamp did not stop the flow. The infusion only stopped when the rn manually pinched the tubing (bd alaris 2426-007), after which the rn taped the line closed and discontinued both primary and secondary sets. During troubleshooting, lr appeared to back flow into the secondary bag. All involved tubing, the pump channel, and the pump brain were removed from service, bagged, and isolated for investigation. Unit leadership and hospital supervisors were notified, and a safety event report was initiated. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-07902 is a concomitant. Please refer to manufacturer report number 2016493-2026-03982, which captured the correct suspect device per investigation report.